Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent dislodgement occurred. The 90% stenosed 3cm lesion was located in the moderately tortuous femoral artery. The lesion was predilated with a sterling 6x20mm balloon. The 8x38mm iliac 6french unistep plus stent delivery system catheter was "stuck" with another manufacturer's guide wire when advanced to the lesion. The catheter was attempted to be removed from the guide wire, and the stent was deployed approximately 1 to 1.5 cm from the lesion. The procedure was completed with another of the same device. The patient condition is reported as "good."